Event description:
Reportedly, patient had a rou-en-y gastric bypas in 2003 for morbid obesity. Patient had decreasing urine output, abdominal pain and hypoxemia and became septic 3 days later. Patient was taken to surgery the following day for exploratory lap, lysis of adhesions, revision with small bowel resection of jejeunal anastomosis with g-tube placement and drain. An intra-abdominal abscess was drained. Patient remains guarded condition.